Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced skin erosion at the ipg site likely due to patient having scratched the wound. Surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted to resolve the issue. The patient was placed on oral antibiotics postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.